Manufacturer narrative:
(B)(4). Investigation results a wallflex¿ biliary stent rmv and delivery system was returned for analysis. Visual examination of the returned device found that the stent was not deployed. The clear outer sheath had a significant curve and was slightly buckled. The outer sheath was broken at the point where the blue outer sheath and guidewire access port meet. In addition, the inner shaft was also kinked. Functional analysis found that it was possible to manually deploy the device by pulling on the inner shaft. No other issues were identified during the product analysis. The noted damage to the returned device was consistent with excessive force being applied during deployment and is likely due to anatomical or procedural factors. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a wallflex biliary stent rmv was to be used in the bile duct during an endoscopic cholangiopancreatography procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the stent failed to deploy and was removed from the patient. A detachment of plastic sheath on the delivery system was noted outside the scope and patient. The procedure was completed using another wallflexbiliary stent rmv. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed reportable based on the investigation result that the sheath was broken at the point where the blue outer sheath and guidewire access port meet.